Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Customer to reset pump to address the issue, but declined additional assistance from tandem technical support regarding the issue. No additional patient information was available.